Event description:
It was reported that after several attempts to retrieve a vena cava filter with a recovery cone, the polyurethane umbrella from the recovery cone was noted to be missing after it was removed from the pt. The detached component could not be located inside or outside of the pt. The pt was reported to be asymptomatic after the procedure.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device and images were not provided. The complaint investigation is inconclusive for polyurethane membrane detachment. It should be noted that this recovery cone was used to retrieve a meridian filter. Per the current meridian IFU (instruction for use), the filter should only be removed using an intravascular snare, not a recovery cone. In addition, the user experienced difficulties capturing the filter with the cone. The meridian filter anchors would be prone to damaging the polyurethane membrane on the cone, therefore, likely causing the membrane to fully detach. As such, based upon the available info, the definitive root cause for this event is likely user related. Recovery cone: the current IFU (instructions for use) states: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recover cone removal system. If resistance is experienced during the retrieval procedure, check the capture filter or foreign body and introducer sheath using fluoroscopy. Meridian filter: the current IFU (instruction for use) states: meridian filter removal. Remove the meridian filter using an intravascular snare and 10 french i.d. Retrieval sheath only.